Event description:
It was reported by hvt sales representative that valve was explanted due to calcification after a 72.6 month duration. No further information has been provided.

Manufacturer narrative:
Evaluation summary: heavy intrinsic and extrinsic calcification is detected in the cusp area and the free margins of all three leaflets. Calcification restricted mobility in the leaflets and most likely led to stenosis. A gap is noted at the coaptation region. Minimal to moderate host tissue overgrowth is evident at the stent inflow and the stent outflow. It also encroached onto the tissue inflow and into the orifice by 3mm; at the tissue outflow by 4mm. Host tissue fused the free margins of leaflets 1 and 3 at commissure 1 by 4mm. The wireform is exposed at commissure 2 at the outflow aspect, and along leaflet 1 at the inflow aspect. The x-ray demonstrates calcification. X-ray. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.